Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving clonidine, baclofen, and dilaudid (unknown concentrations and dosages) via an implantable infusion pump for non-malignant pain. It was reported that the patient went for hyperbaric treatment on (B)(6) 2018 and heard a pop. Since then, the patient had an increase in pain. A sudden change in therapy/symptoms was noted. Additional information was received. It was reported that the cause of the popping noise/increase in pain had not been determined. An appointment was planned for the week of (B)(6) 2018, but was not confirmed at the time of the report. No further complications were reported.